Event description:
My son is a soft contact lens wearer. We had gone away for a weekend and he had his contacts in, but forgot his regular solution and lens case. We went to a drugstore and he bought and used the amo complete moistureplus contact lens solution for the duration of our trip. Upon returning home, he began experiencing redness in his right eye that following week. He went to his school nurse, who at the time just thought it was eye irritation. I didn't' think too much of it at the time. We then heard about the recall of the amo solution a couple of weeks later. By the time we had figured out that was the replacement solution we had bought, he had been wearing those contacts daily for approx three weeks. As of the date of this report, he has had continued redness in his right eye.